Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: tri ts femur sz4 left; cat# 5512-f-401; lot# blt9y, tri ts baseplate size 5; cat# 5521-b-500; lot# btv9sa, triathlon femoral distal augment 10mm - size 4 left; cat# 5541-a-401; lot# abx3s, triathlon femoral distal augment 10mm - size 4 left; cat# 5541-a-401; lot# abx3s, tri post augment sz4 5mm; cat# 5543-a-400; lot# axr3l, tri post augment sz4 5mm; cat# 5543-a-400; lot# bdv7t, tri rm/ll tib aug sz5 5mm; cat# 5545-a-502; lot# erenl3a, tri rm/ll tib aug sz5 5mm; cat# 5545-a-501; lot# erewp5d, tri cemented stem 12mmx100mm; cat# 5560-s-212; lot# 0041497e, sterile fluted headless 1/8" pin 3.5" long; cat# 7650-2038a; lot# rdct112a, md.univ.cement restrictor w/di; cat# b000-1240; lot#6m9589, md.univ.cement restrictor w/di; cat# b000-1240; lot#6m9589. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported the patient's knee was revised due to bloodborne infection (infection reported by surgeon. Unknown if clinically confirmed or identified). A poly swap of a 5 x 16 ts insert was performed. Rep provided usage sheets from current and prior procedures and reported that no further information will be available.